Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was patient mentioned their spinal cord stimulator normally went down their legs, but yesterday, the patient noticed they could feel stimulation in their arms and if they coughed, they got jolted down their arms. Patient said they tried to turn their stimulation off, but the patient still felt stimulation. Patient mentioned they had put their scs in MRI mode, but still felt stimulation. Patient then turned their stimulation down to 0 and still felt stimulation in arms and legs. Patient was on program b with one program active. Patient switched to a submenu and the patient lowered the rate and pulse width in the submenu. Patient service specialist suggested the patient turn the stimulation off. Pt turned therapy off in the program 1 submenu and pt could no longer feel stimulation. The patient was redirected to their healthcare provider to further address the issue